Event description:
Procedure type: pharyngeal closure. According to the reporter: the surgeon did all the suturing and knot tying. The knot unraveled and frayed and this caused a leak. There was a leak but the pt did not have to go back into the or and therefore, they were unsure where the suture may have been compromised. This pt was in the hospital for 3 weeks, his pharynx self-closed.

Manufacturer narrative:
Date of initial report sent: 06/22/2009.